Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer stated when he operated the dial on the venous line occluder, the unit showed "t" in seven-segment on display and became inoperative. The device was not changed out, as the clinical engineer used forceps. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The subsidiary's mfg engineering ctr (mec) could not duplicate the reported issue.